Event description:
It was reported that, this ring was explanted after 3 months implant duration due to endocarditis on the native mitral valve. Ring removed with valve. Vegetation and perforation on posterior leafet of native valve. Source of endocarditis was unknown.